Manufacturer narrative:
Device is a combination product. A synergy ii us mr 2.75 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. The struts from the midsection to distal end of the stent were pulled distally over the tip. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-nov-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified left anterior descending artery. A 2.75 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.